Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime compromised force sensor and excessive no delivery tests. No motor error alarms noted. Motor passed motor test. The insulin pump had bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 183 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.